Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood level was 54 mg/dl. The customer treated low blood glucose level with juice and yogurt. The customer declined troubleshooting for low blood glucose level. They also mentioned that there was blood at site due to the sensor. The devices will not be returned for analysis.